Manufacturer narrative:
(B)(4). Brief description of complaint: the generator was powered on and when the handpiece was connected, an e-6 code appeared. Investigation plan: visual inspection functional inspection (if applicable) slhr review complaint device details: ¿ product line: aex generator ¿ quantity returned: 1 ¿ product code (sku): 40-405-1 ¿ serial number: (B)(4) testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. External visual: ¿ normal wear and tear but no impairment to functionality of the generator internal visual: ¿ all cable connections and hardware are properly connected functional inspection: ¿ during the power on self-test (post) error code e6 is displayed immediately at ¿powering on¿ the generator and prevents any further functional testing. ¿ software version 1.0.1. ¿ event log recorded a total of 11 error codes e6 from (B)(6) 2016 to (B)(6) 2016 timeframe ¿ description of error code e6 ¿ ¿handpiece is not recognized as a medtronic advanced energy device or failed test¿. ¿ a continuity test confirmed the switch detector pin located inside the monopolar receptacle is stuck in position to trigger the error code e6 when no device is attached. Slhr review: ¿ this generator has not been in for service prior to this complaint investigation conclusion: the reported issue was confirmed. There were no additional failures found during analysis. ¿ the switch detector pin located inside the monopolar receptacle is stuck in position to trigger the error code e6 ¿ error code e6 intentionally prevents any further use of the generator ¿ the generator will be transferred to mae generator service for repair/refurbishment reference documents: 31-10-1365 rev. K ¿ aex¿ - product specification and quality plan 40-10-1026 rev. C ¿ refurbished generator cosmetic standard 42-10-1119 rev. B - work instruction for complaint investigations ¿ generators 61-10-0112 rev. S - cosmetic inspections 70-10-1455 rev. E ¿ aex¿ generator ¿ operator¿s manual drawing 25-1528 rev. A ¿ assembly, monopolar receptacle wiring test equipment: eqp # eqp ¿ name - manufacturer 7236 esd - mat kit ¿ vinyl - desco 7237 esd - tester ¿ wrist strap ¿ 9v operation - desco 297 fluke 110 true rms multimeter. Update 25july2016 (B)(4): update received from service as follows, unit will be sent to (B)(4) for root cause analysis. Generator exhibited high output during during refurbishment process. Functional inspection during refurbishment process: ¿ this generator successfully completes the power on self-test (post) ¿ generator was updated to software version 2.2.3. ¿ the monopolar receptacle was replaced to resolve the reported e6 error codes. ¿ the power output test was performed and failed. ¿ the power output on cut 8 was difficult to capture (jumped from 0 to 23 watts), and an e4 error occurred repeatedly during activation - generator monopolar output error ¿ high outputs were observed at cut 7, cut 9, cut 10, and coag 4 through 10. Cause of failure and impact to functionality: ¿ high outputs were observered at cut 7, cut 9, cut 10, and coag 4 through 10, unit will be returned to (B)(4) for analysis and repair aug 22, 2016 ((B)(4)): update received from (B)(4) that a component failed on the rf board. Pending final report. Aug 29, 2016 ((B)(4)): (B)(4) analysis report received. (B)(4) findings: unit failed eval calibration test for error current and voltage cal (commit cal to nvm 3 !! Error current cal !! 4 !! Error current cal !! 5 !! Error voltage cal !! 6 !! Error voltage cal !!) Removed 1010 assembly for in circuit testing; 1010 failed ict for opens connected to r223 and t11. Found t11 measured open at 49.9 ohms should be around 1 ohm. During removal of t11, pin 3 lead came loose from component and was most likely cause of open and system failure. Replaced defective t11 component. Board passed ict, and after unit was reassembled it passed testing. Conclusion 29 aug 2016 ((B)(4)): the generator failed calibration while at (B)(4). They found a failed component on the rf board. This was the cause of the failure. After repair the generator passed all tests. No additional failures found.

Event description:
During analysis it was identified that a component failed on the rf board of the generator causing high output on cut 7, cut 9, cut 10, and coag 4 through 10. No patient involved in this incident; therefore patient information not applicable.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the generator was powered on and when the handpiece was connected, an e-6 code appeared. Investigation plan: visual inspection functional inspection (if applicable) slhr review complaint device details: product line: aex generator, quantity returned: 1, product code (sku): 40-405-1, serial number: (B)(4), testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. External visual: normal wear and tear but no impairment to functionality of the generator internal visual: all cable connections and hardware are properly connected functional inspection: during the power on self-test (post) error code e6 is displayed immediately at ¿powering on¿ the generator and prevents any further functional testing. Software version 1.0.1. Event log recorded a total of 11 error codes e6 from (B)(6) 2016 timeframe. Description of error code e6: ¿handpiece is not recognized as a medtronic advanced energy device or failed test¿. A continuity test confirmed the switch detector pin (figure 2 - item 8) located inside the monopolar receptacle is stuck in position to trigger the error code e6 when no device is attached. Slhr review: this generator has not been in for service prior to this complaint investigation conclusion: the reported issue was confirmed. There were no additional failures found during analysis. The switch detector pin located inside the monopolar receptacle is stuck in position to trigger the error code e6. Error code e6 intentionally prevents any further use of the generator. The generator will be transferred to (B)(4) generator service for repair/refurbishment reference documents: 31-10-1365 rev. K ¿ aex¿ - product specification and quality plan 40-10-1026 rev. C ¿ refurbished generator cosmetic standard 42-10-1119 rev. B - work instruction for complaint investigations ¿ generators 61-10-0112 rev. S - cosmetic inspections 70-10-1455 rev. E ¿ aex¿ generator ¿ operator¿s manual drawing 25-1528 rev. A ¿ assembly, monopolar receptacle wiring test equipment: eqp # eqp ¿ name - manufacturer 7236 esd - mat kit ¿ vinyl - desco 7237 esd - tester ¿ wrist strap ¿ 9v operation - desco 297 fluke 110 true rms multimeter update 25july2016 (B)(4): update received from service as follows, unit will be sent to (B)(4) for root cause analysis. Generator exhibited high output during refurbishment process. Functional inspection during refurbishment process: this generator successfully completes the power on self-test (post). Generator was updated to software version 2.2.3. The monopolar receptacle was replaced to resolve the reported e6 error codes. The power output test was performed and failed as can be seen. The power output on cut 8 was difficult to capture (jumped from 0 to 23 watts), and an e4 error occurred repeatedly during activation - generator monopolar output error. High outputs were observed at cut 7, cut 9, cut 10, and coag 4 through 10. Cause of failure and impact to functionality: high outputs were observed at cut 7, cut 9, cut 10, and coag 4 through 10, unit will be returned to (B)(4) for analysis and repair aug 22, 2016 (B)(4): update received from (B)(4) that a component failed on the rf board. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis it was identified that a component failed on the rf board of the generator causing high output on cut 7, cut 9, cut 10, and coag 4 through 10. No patient involved in this incident; therefore patient information not applicable.